Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited an out-of-range ventricular pacing impedance measurement. The physician disconnected all leads and reintroduced them into the ports and tightened all screws, however, the impedance was again out-of-range. The physician disconnected the leads again, cleaned all terminal pins, reinserted, retightened, and rechecked and all measurements were within normal limits.